Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Reportedly, the customer disconnected tubing from the t:lock due to it being knocked off by a cat. Tandem technical support educated customer that disconnecting from the t lock may introduce air bubbles into the tubing. Customer's blood glucose level was 130 mg/dl. Reportedly, the customer was able to resolve the issue by priming the air bubbles out.